Event description:
A pt reported that their meter kept giving pt an error 1 message. This issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given. No further info has been reported.